Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Customer's blood glucose (bg) level was displayed as "high"; however no specific value was provided. Customer administered a manual injection to address bg.